Event description:
It was reported that the patient experienced unspecified issues with an unspecified device. It was stated that there was an "explant issue". No more information available at the moment, further information was requested. Additional information was received. Explanted device was an artificial urinary sphincter (aus) cuff. The cuff was explanted due to fluid loss caused by the tubing being bent and torn open. Additional information received indicated patient underwent a revision surgery in which a new cuff was implanted. Product investigation completed. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a leak in the cuff kink resistant tubing (krt) 60mm from the krt - button junction that was the result of fatigue. The cuff was not functionally tested due to the tubing leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a leak in the cuff kink resistant tubing (krt) 60mm from the krt - button junction that was the result of fatigue. The cuff was not functionally tested due to the tubing leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) cuff. The cuff was explanted due to fluid loss caused by the tubing being bent and torn open. Additional information received indicated patient underwent a revision surgery in which a new cuff was implanted.